Manufacturer narrative:
H6: an additional evaluation of the system was performed by a manufacturer representative who went to the site to test the navigation system. The position sensor unit (psu) was replaced and the issue resolved. Previously reported codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that they covered one sphere at a time on these instruments to see if the flickering of the tracking instruments improved using the same instruments from the case. They wanted to note the geometry error and distance to divot when doing so - unable to use same instruments from case, geometry error .01-.02 mm depending on covering a sphere, instruments did not stop flickering. The rep determined if there were tracking issues in the cranial software as well - tracking issues persisted in cranial software. The rep performed a system checkout with a navigated spin using the corresponding imaging and navigation systems - did not perform. The rep swapped the camera with another navigation system on site. The issue resolved.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was tracking issues while setting up for a case. The camera cart was in the mid-range in tracking details. Troubleshooting was performed. The manufacturer representative (rep) used another chicken foot and reference frame for troubleshooting since the instruments that were being used in the case were not available during system checkout. The same issues occurred with the new chicken foot and reference frame; difficulty verifying the instruments, the distance to divot was very high, and flickering in and out. There were no faults found with the network device interface (ndi) toolbox. The camera was replaced in january for another case. The geometry error of instruments was unknown. The spheres were not changed, but the same instrument were used with another navigation system without any issue. The site was able to proceed with the case using another navigation system on site. There was no patient involvement. Additional information was received. The camera was able to intermittently track instruments when very close to the camera. The tracking was extremely spotty with constant flickering, and the system would not recognize the instrument at all once they were held further than 3-5 feet. The issue was able to be replicated with 2 trackers, a passive planar probe, a drill, and a reference frame. The lenses were cleaned off by the rep. The system was unplugged, plugged back in, and rebooted. All other variables which included the operating room (or) lighting, instruments, spheres, and personnel, etc. Were in play, and once the system was swapped out there were no issues experienced. The manufacturer representative (rep) was able to replicate the tracking failure with a new set of instruments and new spheres. It was noted that the it seemed pretty clear the issue was with the camera field of view or calibration as it was the only variable consistently demonstrating issues.

Manufacturer narrative:
Continuation of d.10.: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: unknown. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there was an optical problem identified and the system did not perform as intended. Codes b01, c08, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned positioning sensor unit (psu). A check of the event log did not show any adverse events. The psu was found to have normal tracking throughout the volume and passed an accuracy test (aak) at .134mm with a passing threshold of .250mm. No problem found. H6: b01, c19 and d14 apply to concomitant product ID 9735821r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.